Event description:
It was noted that there was a loss of therapeutic effect.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient noticed "something was wrong" two to three days prior to the report and she got a power on reset (por) message on the programmer. The patient was informed that the por needed to be cleared at the health care provider's (hcp) office and there would be no therapy until the por was cleared. The patient was unable to adjust stimulation and the display showed a "call your doctor" icon. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4). Product type: programmer, patient: product ID 3093-28, lot# v660708, implanted: (B)(6) 2011. Product type: lead. (B)(4).